Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. The contact declined to provided the low bg level. However, reported high bg level of (595 mg/dl) with ketones present. The customer would change supplies and bolus via the pump and take manual injections to stabilize bg level. The contact stated that the pump has not been working properly for the past two weeks. Reportedly, could not access the complete pump menus, as some features were greyed out. During troubleshooting with tandem technical support (cts), it was indicated that the pump had the "feature lock" feature turned to 'on'. Cts provided instructions to turn "feature lock" to "off". The contact declined to provide additional information on low bg and ended the call with cts.